Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. The reporter informed the company that the product has been discarded.

Event description:
Female consumer via phone stated that when charging her (B)(6) year old daughter's oral-b frozen toothbrush, sparks came out and it was boiling hot, making a loud noise. No injury was reported.